Event description:
It was reported that after a supply change the ilet displayed a ¿dosing stops soon¿ message, and the user experienced repeated scan errors when attempting to pair or scan the libre sensor; guidance was provided to reattempt pairing and, after two unsuccessful scans, to replace the sensor. Symptoms included no reported adverse clinical effects. Outcomes included dosing interruption with risk of therapy suspension. Investigation included remote troubleshooting and user education to confirm sensor pairing and repeat the scan process. Investigation of this case revealed a likely sensor communication or pairing failure between the libre sensor and the ilet application, resulting in loss of glucose data and the dosing stops soon alert. It was concluded, based on previously established findings for similar reports, that the cause was user-device coupling issues related to cgm pairing or sensor malfunction.